Manufacturer narrative:
The field experience was confirmed. Analysis noted insulation abrasion at 18.5 cm and 19.7 cm from the connector, exposing the metal wires. The lead abrasion is consistent with that produced by friction with the ICD can. The electrical characteristics of the lead were found to be normal. The lead impedance ahd high voltage integrity could not be measured as the lead was cut in the field.

Event description:
The patient received inappropriate shocks due to noise on the lead. A fractured lead was suspected. It was noticed that the insulation had been worn through due to one of the loops slipping from behind the ICD and was rubbing on the side of the device. This caused the insulation to erode exposing the conductors. The distal part of the lead was destroyed during explant procedure.